Manufacturer narrative:
This is initial/final MDR report submitted for this complaint with associated MFR# 1226348-2017-00116 UDI unavailable, lot unknown. Expiration date unavailable. Manufacturing date unavailable. There are no alleged quality issues with the product. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown. Since there is no evidence of a manufacturing-related malfunction, no corrective actions will be taken at this time. No device returned transient ischemic attack is described in the codman enterprise ses IFU as neurologic deficits and is a known potential adverse event associated with the use of the device. Although there is not product specific information available, all products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that target lesion location and medication regimen may have contributed to the reported event. There is no current safety signal identified related to the reported event(s) based on review(s) of complaint history(ies) for the device(s).¿ no further actions are required at this time.

Event description:
Modification of antiplatelet medication, we demonstrated 4% of acute symptomatic tes and 10% of delayed tes. Aspirin or clopidogrel resistance did not show significant relationships with acute and delayed tes in the sac of uia.¿ (B)(6) female patient underwent sac of the right ophthalmic internal carotid artery aneurysm. Patient was implanted with enterprise stents 4.5x28 and competitor¿s coils. Patient experienced delay thromboembolic event of left transient ischemic attack post procedure. No infarct was found during imaging. Mrs at one month was 0. Reportedly no technical issue was experienced with the enterprise stent and the event was not related to use of the device. At the time of complaint entry no device specific information, i.e. Catalogue/lot number, is available.